Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that he called a health care professional and was told to replace the infusion set and to use the insulin pen. Caller stated that he suspended the pump to stop the 3 units of insulin. Caller was explained that suspending the pump is one of the ways to stop the bolus. Caller stated that he changed the infusion set and resumed the pump. It was found that the bolus of 3 units of insulin was delivered before the pump was suspended. Caller stated that he will stay up to monitor the customer because he does not want her blood glucose to go too low. Caller stated that the customer vomited twice and had ketones but is feeling better. Customer's blood glucose was in the 500's mg/dl.